Manufacturer narrative:
The physician reported that the pt was last seen in 9/1998. The symptoms resolved on 7/9/1998.

Event description:
A physician reported a pt who was retested with negative results on 9/26/96, and treated on 11/6/96, in the glabella, nasolabial folds, and a scar on the right cheek. On 11/27/96, the pt noted development of intermittent redness, swelling, and tenderness at the glabella and nasolabial treatment sites, and the skin retest site. On 12/12/96, the pt presented with continuing symptoms. Dr diagnosed a hypersensitivity; topical psorcon cream was prescribed. On 12/19/96 the physician prescrivbed subcutaneous kenalog.